Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Based on the returned condition of the device, the telescope assembly was not able to properly pull back, advance, and retract. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The hole was on the outside section of the bond junction. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Imaging core windup was found in the telescope assembly. It was also found that the imaging core or drive shaft was broken at the hub. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the image lost occurred. During the percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used. It was noted that the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole was on the side section of the bond junction.